Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a complete self expanding stent to treat the common iliac artery. Lesion was very calcified. It was reported that the device was removed from its packaging and prepped as per IFU with no issues noted. No issues noted during device inspection. Lesion was not pre-dilated. During the procedure , it was reported that resistance was experienced during removal following stent deployment. During removal of the catheter it was reported that the device detached following a break at the catheter. The physician used a snare to recapture parts of the catheter, which took 2 hours. The device did not pass through a previously deployed stent. No excessive force was used during delivery. Patient reported as alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.